Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, five heartstring seals cracked while loading the seals into the delivery tube. The surgeon converted to clamp in order to complete the procedure. No patient complications were reported by the hospital. This report is for the fifth seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.